Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was getting stuck and unresponsive. The customer declined follow up from customer technical service. There was no reported adverse impact. No additional information was provided.